Manufacturer narrative:
(B)(4). Date sent: 3/9/2022. This is an analysis for an image submitted to ethicon endo surgery for evaluation. A single photo associated with (B)(4) is evaluated. The involved device was harmonic focus which was used to transect soft tissue. There is a thermal injury mark observed on the patient¿s cheek. The injury area is dry with superficial skin peeling and at healing stage. No obvious redness or blister is visible. The shape of the thermal injury corresponds to the device shaft/blade, indicative of potential misplacement of the device following immediate activation. The surgery incision line is partially visible and sealed with surgical glue (likely dermabond). No abnormality is observed. Additional to the image, the generator log was sent and it could be observed few abnormally long activations and several of those appear to be in att for a while. Generator log: 11s activation time (4s in att) power level 5 ¿ 292 joules of energy. 21s activation time (13s in att) power level 5 ¿ 532 joules of energy. 16s activation time (13s in att) power level 5 ¿ 317 joules of energy. 14s activation time (3s in att) power level 5 ¿ 299 joules of energy. 11s activation time (7s in att) power level 5 ¿ 334 joules of energy. 15s activation time (13s in att) power level 5 ¿ energy not available. 18s activation time (7s in att) power level 5 - energy not available. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade and clamp may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a marginal mandibular resection the harmonic focus was being used to transect soft tissue. The surgeon noticed the device was taking a long time to divide the tissue. They stopped activation and re-activated with the same result so they changed out devices and opened another harmonic focus. During the closing portion of the case, a thermal red mark was identified on the patient¿s cheek so they applied bacitracin ointment to the cheek and discharged the patient later that day. The patient returned 2 weeks later for their follow-up appointment with a 2nd degree burn on their cheek. The patient has been referred to a plastic surgeon.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what is the surgeon's experience with the device? 5+ years how long was the device used in the procedure? 15-30 minutes what heat management techniques were utilized throughout the procedure? Unknown is it known if the surgeon rested the shaft and/or clamp arm of the device on the patient¿s skin during or after activation? Unknown was there any medical or surgical intervention to address the burn? Applied bacitracin ointment once the red mark was identified is a generator log available for engineering analysis? Yes, as long as the or documented which generator unit was being used during the procedure. What is the patient's current status? Patient was being seen by a plastic surgeon. Don't know if that appointment has been completed and what is being done to treat the burn. An internal rapid response call was held on 1/14/2022 to include post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local associates to discuss the patient burn. The rep stated that this was an ent surgeon who has been using the harmonic focus for 5+ years. The device is used in a number of different procedures. He works with a pa in the or and this pa has worked with him for 2 years. Sometimes the pa is activating the device in the procedure. They will hand it off back and forth. In this specific case, the pa was activating the device and the device was taking forever to get through the tissue. It was reactivated and the issue occurred again. The device was removed, and another was opened. When they were closing, the team identified a red mark on the patient¿s cheek. They applied bacitracin ointment to it. At the follow up visit with the patient, they saw the cheek burn as shown in the attached photo. The patient was referred to a plastic surgeon where it was determined to be a 2nd degree burn. It is unknown what the patient¿s treatment was after seeing the plastic surgeon, although ethicon¿s mso indicated that further treatment was unlikely. It was not clear whether the burn mark is from the blade or shaft or clamp arm. Per the team, the burn appears to be from the blade being dragged across the cheek. The rep clarified that only 1 device had this longer activation time issue. An external rrt conference call was held on january 26, 2022, with the surgeon, quality engineering, medical safety officer, r&d, post market surveillance associates, local sales team, and cq to discuss the patient burn that had occurred. The surgeon provided a summary of the event. The doctor uses an ethicon device every day he operates so he has extensive experience. He also works with a pa who has had extensive use with the device. During the surgery, the surgeon was working in a small incision site and tried to use the harmonic to ligate a vessel. The device did not heat up like he was used to experiencing. He took the device off and put it back after it didn¿t ligate the vessel properly. They found there was a registration issue. The handpiece was exchanged and the new one worked perfectly. After the procedure was completed, the patient burn was observed. The device was never used on the skin as a grasper, it was only used to ligate vessels. When it wasn¿t being used, the device was removed from the patient and either given to the nurse or laid on top of the patient¿s chest. When the device was being used, the surgeon was not seeing the normal signs of use, such as blanching, and it was not cutting. The cycle seemed to take longer, and it never seemed to complete a cycle. The ethicon team covered that the device has not been returned but a photo of the burn was received, along with the generator log. It was indicated that the burn appears to be in the shape and size of the blade. R&d engineer went through the generator log and talked how there were some abnormal activations. A significant number of the activations were long, and majority of the activation time was in att. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.